Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.

Event description:
Follow up information received identified the patient's scs ipg was replaced with a new one. No complications during the procedure and therapy has been restored.

Event description:
It was reported the patient's scs ipg battery depleted. Reportedly, the scs patient programmer (pc) displayed the message "replace generator, generator has reached end of service." Surgical intervention may be necessary to replace the patient's scs ipg.